Event description:
Patient scheduled for revision of total knee. Changed from duracon components to triathlon revision components. During surgery, surgeon stated that there was loosening of femoral fixation.

Manufacturer narrative:
Medical records review: the medical records provided were three x-rays all dated (B)(6) 2012 and the operative report for the primary implant surgery dated (B)(6) 1997. These records were reviewed by a clinician. No meaningful review could be performed as no examination of explanted components, clinical history, or operative reports were available for review. The event could not be confirmed. The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
Patient scheduled for revision of total knee. Changed from duracon components to triathlon revision components. During surgery, surgeon stated that there was loosening of femoral fixation.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon left femoral component size medium. Additional information has been requested and if received will be provided in a supplemental report. Hospital policy.